Event description:
It was reported that in removal and replacement of an intraocular lens (iol) from the right eye of a patient, the original incision was required to be enlarged. It was stated that the lens was removed because of patient trouble, and an anterior chamble iol was needed. The lens was cut in half and explanted. Patient date of birth was not provided. No further information was provided.

Manufacturer narrative:
(B)(4): incision enlarged. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed that the lens was received cut in two parts. The lens was also inspected at 10x microscope magnification. A few loose particles were observed in the optic zone compatible with handling the lens out of the sterile environment. The condition observed in the lens received is consistent with a lens that had been implanted and explanted from the patient eye. A review of the manufacturing records showed no deviations or nonconformities. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.